Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem 'constant downstream pressure alar' was not reproduced. A simulated therapy was performed as well as downstream occlusion testing with no issues. A review of the event history log revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor out of calibration. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a constant downstream occlusion alarm. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.